Manufacturer narrative:
No button error alarms noted during testing. However the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
Customer went into the swimming pool with insulin pump attached causing button error. Customer's blood glucose was 109 mg/dl. Customer was told that she could go into the swimming pool with the insulin pump. It was advised that the insulin pump was water resistant but not waterproof. Customer was advised that pump would need to be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.